Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited a fracture, impedance was greater than 2000 ohms and loss of capture was noted with the right ventricular ring as part of the pacing configuration. The device was reprogrammed and lead would be monitored.